Event description:
It was reported that the auto registration failed to work after several tries. The site was not able to switch to manual registration because the button for that was grayed out. Therefore, the site was not able to complete the case using the superdimension system with the pt under general anesthesia. There was no harm or injury to the pt reported.

Manufacturer narrative:
It was confirmed that the manual registration points were not placed during planning, therefore, the system did not allow the use of manual registration. This is normal device operation. Current labeling states: if a 3d map is available, automatic registration may be used during the procedure. Planning is not required for automatic registration and planning for manual registration is optional. If a 3d map is not available, automatic registration will not be available during the procedure and planning for manual registration is required. There was no injury to the pt reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.